Manufacturer narrative:
The clinical specialist confirmed that the trial implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical representative maintained contact with the patient following trial implant. On january 15, 2020, the clinical representative stated that the patient had two pea size scabs that appeared on his back approximately two weeks after the completion of the trial on (B)(6) 2019. The patient and implanting clinician believed that the scabs were caused by the waa antenna used to activate the trial stimulators. Scabs from the waa antenna is known when the waa antenna is applied directly to the skin. The user guide for the waa states, "do not place the waa programmer directly on the skin. Direct skin contact may cause scab and/or sensitivity to the materials. The waa programmer must be placed overtop a thin layer of clothing at all times." The tegaderm bandage would have been a sufficient layer to prevent scab. It could not be confirmed whether the freedom-8a neurostimulators caused the burns while being activated. The clinical representative believes the scabs was caused by the tegaderm bandage or an external source that patient may have come into contact with in the two weeks post trial. However, the cause of these scab could not be determined as scabs appeared approximately two weeks after the trial leads were removed. The clinical representative did not immediately report this issue as the scab was thought to be a reaction to something other than stimwave's product. The clinical representative noted that the scabs on the patient's back took approximately three months to heal. Antibiotics were prescribed when the patient met with the implanting clinician to report the scab to reduce the chance of infection occurring at the scab site. It was noted that the patient was not in general good health and had several underlying health conditions that could have attributed to the length healing process of the scabs. The underlying health conditions included autoimmune deficiencies, several allergies, and diabetes. The scab did not occur during the trial period but two weeks following the removal of the trial stimulators. The patient is still planning on moving forward with permanent stimulators but to date ((B)(6) 2020) has still not moved forward with the procedure. The patient has had a variety of temporary illnesses that have impeded moving forward with this operation. The implanting clinician and clinical representative are also starting to reconsider whether the patient is still a good candidate for the permanent implant procedure with all of the underlying health issues. On august 10, 2020, complaint specialist, reviewed sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of loss of therapy is evident for swo190225 and swo190817, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue.

Event description:
Stimwave quality has investigated the details regarding a complaint of scabs from burn reported to stimwave on january 14, 2020, by clinical representative (cr). Cr became aware of this issue on january 14, 2020.